Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had what the hcp believed to be a gradual return of symptoms. They were trying to interrogate the implantable neurostimulator (ins) with the clinician programmer, but it was not able to. It was noted that the patient didn't use their patient programmer and impedance measurements were not taken. It was unknown when the symptom return started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.